Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that he experienced a g5 app screen that was frozen upon entering blood glucose (bg) after the 2 hour warm up, which occurred on (B)(6) 2016.